Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received a replacement device and later died. The cause of death has been requested and not received.

Event description:
It was reported the patient received a replacement device and later died. The date of death and cause of death has been requested and not received.